Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient¿s implantable cardiac monitor exhibited a pause episode that was noted via merlin.net transmission. Review of the egm indicated not to be a true pause event rather loss of device to tissue contact in the surgical pocket. Patient was asymptomatic and will continue to be monitored.